Event description:
The lay user/pt contacted lifescan in 2005, alleging that his one touch ultrasmart meter was reading inaccurately high. The day before the pt reported obtaining a 158 mg/dl at 8:30 am. He obtained a 129 mg/dl at 1:00 pm, prior to having lunch. He administered 8 units based on the meter result. He tested again prior to eating lunch and obtained a 321 mg/dl at around 1:00 pm. He then ate beef sausage, potatoes and pickles for lunch. While testing and following his meal, he described sweating and shivering. He took dextrose and drank a soda in response to his symptoms. He reported feeling better. No attempts were made to test while experiencing symptoms. He tested at 6:30 pm and obtained a 163 mg/dl. At 10:00 pm that same day, the pt tested on a freestyle meter and obtained a 169 mg/dl, while the reported meter read 301 mg/dl. He took 20 units of insulin based on his insulin regimen. No medical treatement was sought. The pt does not have any other health conditions. Throughout the day of concern, the pt performed several control solution tests. He obtained control solution test result of 89 mg/dl, 138 mg/dl, 142 mg/dl, and 151 mg/dl, while the psecified range was 102 through 138 mg/dl. Three of four control solution tests failed. The pt no longer wanted to use the reported meter and was unable to go through troubleshooting, since he did not have any test strips remaining. The pt primary tests with the freestyle meter. He started testing the reported ultrasmart meter from august 2005 through october 6th. According to the outcome of the control solution tests, there is an indication that the meter meets the criteria of a malfunction. Since the pt took insulin based on the meter reading, obtained an even more result, ate lunch, developed hypoglycemic symptoms, and administered self-treatemnt in response to his low symptoms, there is an indication that the product(s) contributed yo an injury. No products were replaced.